Manufacturer narrative:
Device is a combination product.   (B)(4).   Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported shaft break and partial stent deployment occurred. The stenosed target lesion was located in the left anterior descending artery. After a non-bsc guide catheter was placed and a non-bsc guide wire was crossed, a 2.50x20mm non-bsc balloon catheter was advanced for predilation. A 28 x 3.50mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, when the physician tried to deploy the stent, the stent balloon did not open up. The physician attempted to again deploy the stent by inflating the stent balloon at 18 atmospheres for 10 seconds, but the stent failed to open up completely and it was only partially opened. The physician removed the whole system out of the patient's body and it was noted that the stent delivery system (sds) was torn into two. The distal part of the sds was left within the guide catheter and the physician was not able to retrieve it. The physician punctured the femoral artery with a non-bsc guide catheter and retrieved the distal part of the sds with a 25mm non-bsc goose snare. Another of the same device was implanted and successfully completed the procedure. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device lot number corrected from 21706355 to 21761045. Device expiration date corrected from 01/30/2020 to 02/12/2020. Device manufactured date corrected from 01/30/2018 to 02/12/2018. Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated.  Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual and microscopic examination of the stent found that the stent was returned on a snare detached from the delivery system. The stent was damaged its entire length. The crimped stent outer diameter at the time of manufacture was within maximum crimped stent profile measurement. A visual and microscopic examination found no damage to the distal tip. It appeared that the balloon had not been subjected to any significant positive pressure. Stent crimp markings were evident on the balloon body. The device was soaked in waterbath to soften hardened medium present. The device was inflated using an inflation aid and encore inflation device. The device was inflated to rated burst pressure without issue. The balloon deflated within measurement. The encore inflation device was verified before and after use using druck pressure gauge. A visual and tactile examination of the device found a hypotube break 510 mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner, outer and midshaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported shaft break and partial stent deployment occurred. The stenosed target lesion was located in the left anterior descending artery. After a non-bsc guide catheter was placed and a non-bsc guide wire was crossed, a 2.50x20mm non-bsc balloon catheter was advanced for predilation. A 28 x 3.50mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, when the physician tried to deploy the stent, the stent balloon did not open up. The physician attempted to again deploy the stent by inflating the stent balloon at 18 atmospheres for 10 seconds, but the stent failed to open up completely and it was only partially opened. The physician removed the whole system out of the patient's body and it was noted that the stent delivery system (sds) was torn into two. The distal part of the sds was left within the guide catheter and the physician was not able to retrieve it. The physician punctured the femoral artery with a non-bsc guide catheter and retrieved the distal part of the sds with a 25mm non-bsc goose snare. Another of the same device was implanted and successfully completed the procedure. No patient complications were reported and the patient's status was stable.